Event description:
Additionally, healthcare professional reports "any creases associated with a hole."

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion, fluids. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify an opening crease sharp on anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on anterior due to a fold flaw opening; during the analysis was observed crease fold however not is considered workmanship because the device was implanted. And it was received without its original sealed packaging.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side "rupture" of a saline implant. Device remains implanted.